Event description:
A 8mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of a femoral artery lesion. The vessel morphology is unknown. The stent was placed; after the balloon was inflated the stent did not appear to be fully deployed at the distal end. An additional balloon was used to inflate the stent successfully. Medtronic has made several attempts for additional info; however, no additional info has been rec'd.